Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a treatment of a traumatic transected thoracic aorta from a motor vehicle accident. The transection was located just distal to the left subclavian. The physician had to cover the left subclavian and land the graft at the left common carotid (lcc) which was done successfully. The proximal landing zone measured 25mm-26mm by CT and with ivus and the aorta measured 23mm at the lcc. The stent graft was deployed slightly past the innominate; aligning the connecting bar to the greater curve then rapidly deployed the bare spring and first stent ring. The patient's mean aortic blood pressure was 45mmhg. Before the fabric reached the opposite wall the posterior bare stent deployed misaligned and the physician started to pull the stent graft back, but the bare spring remained misaligned against the aorta. The stent graft was at the lcc and could not pull back any further because the bare spring would have penetrated into the aortic transection. The physicians ballooned the proximal and distal part of the graft with a reliant balloon using a 20ml syringe. A completion angiogram was preformed with no endoleaks and a good result. No clinicial sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) other (secondary intervention). (B)(4) other (misaligned deployment). Evaluation, results: (did not follow the recommendations in the instructions for use). Evaluation, conclusions: (did not follow the recommendations in the instructions for use).